Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) review was performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed, and a similar complaint query could not be performed because the part number and lot number were not reported, and the device was not returned. A conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined; however, unexpected medical intervention and hospitalization appear to be related to circumstances of the procedure. The reported patient effect of dissection is listed in the coronary dilatation catheters (cdc), nc trek rx, global, instruction for use as a known patient effect. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. B3: estimated date. D4: the UDI number is not known as the part and lot number were not provided. The additional device referenced in b5 is filed under a separate medwatch report number.

Event description:
It was reported that the procedure was to treat the proximal right coronary artery with heavy calcification and heavy tortuosity. Optical coherence tomography (oct) was used beforehand to identify the high degree of calcification. A diamondback 360 coronary orbital atherectomy device (oad) was used to treat the stenosis and eight treatments were performed. Dilatation was performed in the vessel with a 3.0 x 15, 4.0 x 15 and 5.0 x 15 mm nc trek balloon dilatation catheters (bdc). A dissection was noted after the 3.0 x15 mm balloon and was quickly covered with a 4.5x16 and (2) 4.5x12 mm non-abbott stents. Once the proximal dissection flap was sealed, an ostial perforation became apparent after use of the 4.0x15 mm balloon. The perforation was compressed with a standard unspecified nc balloon, and the bleeding stopped. There were no further complications, and the patient was discharged after a few days. No additional information was provided.